Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a straight type blood set leaked during a blood transfusion. The reporter stated that the set appeared to be leaking from where the roller clamp is located on the tubing; however, a hole could not be seen in the tubing due to dried blood on the line. This event involved a patient with no patient consequences. No additional information is available.

Manufacturer narrative:
Additional information : the single-use sample was received for evaluation. The sample was received contaminated with blood. Visual inspection was performed and was unable to observe any issues that would have caused a leak. Further testing could not be performed due to the condition of the returned device. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.